Event description:
Additional information received reported the impedance measurements were >40,000 measuring with electrodes 4-7. It was normal when changed to measure 8-11 (patient no longer had adaptor). It was noted the cause of the impedance issue was determined and it was not device related. No troubleshooting or interventions were taken or planned. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v801518, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v801518, implanted: (B)(6) 2011, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient called the week prior to the report stating his speech was really bad and his left leg was always spasming, jumpy, and a little off. The patient came in on the day of the report and the impedances were all good. The amplitude was turned to 0 volts bilaterally, but his speech was not getting better. His drooling had also gotten worse, along with his tremor, which was expected being at 0. His left leg was not weaker, but almost dyskinetic. The patient noted that his speech got worse in the afternoon. The reporter could understand him, but it was hard for him to speak. There was not 50% or greater symptom reduction. He had slurred speech, drooling, leg cramping, and twitching. The patient was turned back on and programmed using a bipolar setting. His speech was clear and the left leg cramping was gone. The cause of the event was not determined and not device related. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was programmed after replacement surgery and he tolerated up to 2.2 volts and then felt a sensation in his face. The patient was in on the day of the report and his tremor was present, as the reporter expected because he was lower than his previous programming of 4.0 volts on the right and 4.5 on the left. The impedances were measured again and all combinations were greater than 40 ,000 ohms on the right again. After determining that the patient¿s adaptor had been removed the configuration was wrong. The configuration was fixed and only the combination of 8 and 11 showed 49 ohms. The patient was programmed around this as all other combinations were fine. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-08986 as the patient had similar issues prior to replacement.